Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abnormal fatigue with right ventricular (rv) pacing at high heart rates during exercise. The patient's device mode was changed, electrically abandoning the right ventricular (rv) lead. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.